Event description:
The customer reported the system will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and replaced the isd pcb. System operates as intended. (B) (4).